Event description:
Customer alleged both motors had to be replaced due to causing the chair to veer when going to a stop. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number (B)(4) rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges a malfunction; the chair allegedly veers when coming to a stop. The dealer alleges both motors were replaced in the last 6 months and the right motor needs replacing again. The product is to be returned to invacare for an inspection and evaluation. No injury alleged,